Event description:
The customer reported false spo2 values from an m3001a device, saying that an spo2 value was shown when not connected to a patient.

Manufacturer narrative:
(B)(4). The customer reported false spo2 values from an m3001a device, saying that an spo2 value was shown when not connected to a patient. Further information was requested to try to establish the circumstances in which a value was shown. There was no allegation or report of any patient involvement, or patient harm. There has been no indication of whether there was a technical inop displayed. The production of a false spo2 value when the sensor is not attached to the patient can, in certain circumstances and if no inop is shown, present a health risk, for example if the sensor comes off a finger, and still shows a high value, but the patient has a low saturation. Spo2 values when not attached to a patient can also be explained by environmental factors, such as the effect of ambient light while a sensor is dangling but connected to a module/monitor, as explained in the product labeling, and therefore, posing minimal risk. In the absence of clearer information, we will report this issue in abundant caution, and we will attempt to ascertain the root cause and the actual health risk during the course of the investigation. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.